Event description:
It was reported that the balloon failed to deflate. The patient presented with coronary artery disease (cad). A 2.50 x 12 mm agent drug-coated balloon (dcb) was selected for left heart catheterization, targeting an in-stent restenosis (isr) segment. Intravascular ultrasound (ivus) and a cutting balloon were utilized prior to inflation of the agent balloon. However, the balloon failed to deflate following inflation, resulting in a prolonged procedure. There was no patient complications reported.